Manufacturer narrative:
Concomitant product(s): product ID: 74001, lot# n257843, explanted: (B)(6) 2015, product type: adaptor. (B)(4).

Event description:
Additional information received reported that the stimulation suddenly increased ("kicked up") and they experienced overestimation which occurred in any position. An electric shocking feeling was also reported as a symptom. It was noted that the patient did have a fall down some stairs. Further information received noted that the ins and pocket adaptor accessory were replaced on (B)(6) 2015 as the battery was at end of life. Intra-operatively there were no impedance issues and the patient was to be followed up in 2 weeks to see if the electric shocking feeling had subsided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n257843, implanted: (B)(6) 2011, product type: adapter. Product ID: 3587a, lot# l62123, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported that he had to periodically tap on the implantable neurostimulator (ins) to get stimulation. The patient felt a slight burning sensation at the pocket adaptor connection site. Approximately six months prior to the report, the patient fell and that led to the event. Impedances were checked and no out-of-range values were found. On (B)(6) 2015, the patient was going to have the ins and pocket adaptor surgically replaced. Later, it was reported the replacement surgery was scheduled for (B)(6) 2015. The issue was not resolved at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Relevant medical history included spinal pain and failed back surgery syndrome.